Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had high blood glucose. Customer's blood glucose was 400 mg/dl to 420 mg/dl. Customer changed out the set and blood glucose went from 400 mg/dl to 47 mg/dl. Customer then used a different box of set and reservoir and issue was resolved. Customer was advised the reservoir will be replaced. Customer will not be returning the reservoir for analysis.